Manufacturer narrative:
Pace, g; hennrikus, w; (2017) fixation of displaced medial epicondyle fractures in adolescents. J pediatr orthop37: e80-e82. This report is for an unknown ao screw system (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature articles: pace, g; hennrikus, w; (2017) fixation of displaced medial epicondyle fractures in adolescents. J pediatr orthop37: e80-e82. This is a retrospective study of patients treated surgically for displaced medial epicondyle fracture dislocations between 2008 and 2014 to determine whether the use of a screw and washer for the fixation of epicondyle fractures results in less fragmentation. Sixteen patients with a total of 17 fracture dislocations were included in the study using a solid small fragment ao screw with or without a metal washer (synthes, (B)(4)). The average follow-up was 11.5 months (range, 4.5 to 47 mo). Twelve fractures were treated with a screw and washer and 5 fractures were treated with a screw alone. No fracture treated with a screw alone resulted in fragmentation or penetration of the epicondyle fragment. All fractures healed, demonstrating bony union by 8 weeks postoperatively and no complications. Fractures treated with a screw and washer were more likely to require hardware removal than fractures treated with a screw alone. All requests for hardware removal were due to irritation from hardware prominence. Hardware was removed in 7 fractures treated with screw and washer due to prominence and irritation and 5 retained the hardware. There was no hardware removal for the screw only fractures. This is 1 of 1 for (B)(4). This report is for an unknown ao screw system and refers to the serious injury of 7 unknown patients who experienced prominence, irritation and hardware removal.